Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient's implantable cardioverter defibrillator (ICD) lead. The article indicated that the lead showed high thresholds. Upon investigation, the lead was found to have perforated and migrated through the valve muscle and across the wall of the right ventricle. The lead was removed. The patient underwent coronary revascularization and valve repair. The patient then had an epicardial pacing system implanted. The patient "tolerated the procedure well." No patient complications have been reported as a result of this event.